Event description:
It was reported to boston scientific corporation on june 24, 2022 that a lighttrail reusable laser fiber was used in a ureteroscopy procedure for a stone treatment in the ureter performed on (B)(6) 2022. During the procedure, the laser fiber broke. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.